Event description:
Customer states handpiece became "too hot to hold". The handpiece would not make "full speed". The increase in temperature would occur after intermittent usage during the surgical procedure. No report of injury.